Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient was not getting good pain relief despite dosage increases and medication changes. There were no environmental/external/patient factors that may have led or contributed to the issue. Per md, residuals have been correct, no issues noted with catheter dye study, and no alarms. The pump and catheter were explanted to be returned to the manufacture. It was noted the issue was resolved.